Manufacturer narrative:
The device was not received for evaluation. The event history log was reviewed. An infusion of versed was initially programmed five days prior to the date of the reported event and continued into the reported event date. The user updated the volume to be infused five times between 02:21 and 14:29 and the dose remained at 5 mg/hr, rate of 5 ml/hr. The user experienced two "upstream occlusion!" Alarms at timestamps 17:39 and 17:45, before stopping the pump at 18:46 and powering off at 18:48. There were no abnormalities observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intubated patient experienced agitation when a spectrum iq pump under infused versed. The intravenous pump was programed to infuse versed at 5mg/ hr, and at an unknown time during therapy, the nurse observed that the medication was not infusing. The pump was turned off and was reprogramed to infuse versed at 5mg/hr. The patient became agitated and the nurse noticed that none of the medication had infused and the pump did not alarm. The pump read that 25 ml was infused but the bag of versed was still full. No additional information is available.

Manufacturer narrative:
Corrected information added to h1: reportable event classified as serious. Should additional relevant information become available, a supplemental report will be submitted.